Event description:
The catheter was placed in the left antecubital in 2005. About three weeks later the clinician noticed the catheter was leaking. Upon examination, the clinician found that the catheter had broke. The catheter was removed with forceps. No adverse effects to the pt.